Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The analysis confirmed the premature battery depletion. Longevity calculation indicates that the battery voltage is lower than expected given the programmed parameters that were available. With another battery attached, the power consumption of the device was measured and found to be normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted due to suspected premature battery depletion after 6 months of implant.